Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k013227.

Event description:
It was reported that implant fixture (tsvb11) mount could not release/ disengage from the implant body. Procedure was completed using a new implant. Tooth location 31.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned attached to its mount for investigation. Visual evaluation of the as returned product identified signs of use and wear on the device. It it was determined the device failed functional testing as the mount was unable to be removed from the implant. A pre-existing condition noted on the per was low (type iii) bone density. The reported device was located on tooth # 31 and the device was used for 1 day during the procedure. The customer did not provide pictures. DHR review was completed for the subject lot number (63876723). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63876723) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or device (tsvb11). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.